Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the main issues with the enhanced half-height cubie drawer 3.2 opening and closing were caused by the liquid medication packs in the drawer below matrix 4 being overloaded. This overload led to the packs rubbing against the bottom of drawer 3.2, making it difficult for it to slide in and out smoothly. A field service engineer removed the overloaded medications from matrix drawer 4 to resolve the issue. Additionally, preventative maintenance was performed on the device, which included reseating and securing all cable connections. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 11mahu drawer 3.2 failed, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.